Event description:
It was reported that during an acl reconstruction surgery, the tip of the 9mm x 25mm biosure ha screw broke into several pieces when it was inserted into the tunnel. The procedure was successfully completed with no surgical delay using a back-up device in the original drill bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the tip of the 9mm x 25mm biosure ha screw broke into several pieces when it was inserted into the tunnel. All the broken pieces were removed from the patient using tweezers. The procedure was successfully completed with no surgical delay using a back-up device in the original drill bone hole. No further complications were reported.

Manufacturer narrative:
H10: additional information: b5 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the device fractured away. There is debris in and on the threads of the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the biosure ha screw reportedly, broke into several pieces when inserted into the tunnel and all broken pieces were retrieved from the patient using tweezers. One intraoperative photo of the screw was reviewed and appears to support the reported screw breakage. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.